Manufacturer narrative:
Medical device expiration date: na. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 6291665. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6291665. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. This batch was manufactured before expiration dates were added to packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use the expiration date was discovered to not be on box with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported she could not find the expiration date on the box of insulin syringes she has. Stated there is a bd ID/trademark date of 2013 on the box. Advised consumer that the insulin syringes are good for 5 years and this product box is still good.